Event description:
The core universal driver was sent for evaluation because during testing, it was allegedly running without user activation. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
Quality evaluation found that the gear was excessively noisy. Visual inspection noticed the potted trigger assembly contact pins were burnt, and both, the pinion gear and face gear teeth were damaged.